Event description:
Medical imaging technologist reports during a left breast biopsy procedure the biopince biopsy device malfunctioned. The device obtained a good specimen. However, it would not release the specimen to be placed into the specimen container. Another biopince device was used to obtain another core which worked appropriately. The staff scraped the original specimen off of the malfunctioned biopince to send it to pathology. There was no harm to the patient. There was a delay in reporting. The staff thought device had been saved. Unfortunately it was discarded. We do have paperwork though indicating lot number, etc.there had similar problems with this device which have been reported to medsun. The malfunction was with the part of the device that obtains the core sample. It gathered it, but wouldn't release it. The lot number of the second biopince was not documented in the record unfortunately.difficulties introducing the needle were not noted in medical record or on the incident report surrounding the event. Typically this is one of the first things they would include.